Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal side manipulator (usm) involved with this complaint and completed the device evaluation. During failure analysis, the usm passed testing specification. Review of the system logs confirmed an error fault on degree of freedom (dof) 6 gearbox. This confirms the reported event. After replacement of the d06 gearbox, the usm was tested, and operated with no further issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the endoscope could not be engaged on universal surgical manipulator (usm) 2. The customer tried to reseat the sterile adapter multiple times, but the issue persisted. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised using another usm to check the endoscope. The customer had no issue when installing the endoscope on usm 3. When the customer reinstalled the endoscope on usm 2, issue reoccurred. Replacement of the drape on usm 2 reconfirmed the engagement failure. The procedure was continued with the remaining three usms. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: at an unspecified time, the surgeon elected to convert the procedure to laparoscopic surgery. The surgeon did not disable or discontinue the use of the arm. The procedure was converted to traditional laparoscopic approach due to the issue that occurred at the beginning of the procedure. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer's site to further investigate the reported event. During field evaluation, the fse found an issue with the carriage disc on the usm. The fse replaced the usm to resolve the issue. After replacement, the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the replaced usm involved with this complaint; however, failure analysis has not completed their investigation. Follow-up MDR will be submitted after failure analysis investigation.